Manufacturer narrative:
The device was returned for analysis. The reported plunger deployment issue and bent follower were confirmed. The difficulty retracting the feet was not functionally confirmed; however, the bent follower indicates that the difficulty was due to attempting to retract the feet before retracting the plunger/ needles. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the feet were deployed without issue. When the plunger was pushed in, a pop was felt. The plunger was removed and the suture harvested. It was difficult to retract the feet. The footplate lever took multiple attempts to go down prior to removing the device. Pre-close use was abandoned, the sheath was upsized to greater than 8f and the tavr procedure was completed. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. It was noted, after device removal, the white plastic portion of the device (the follower) was bent. No additional information was provided.